Manufacturer narrative:
(Device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Evaluation conclusion codes): conclusion code is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during a sphincterotomy procedure performed on (B)(6) 2021. During sphincterotomy procedure, the cutting wire of the jagtome rx 44 broke. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during a sphincterotomy procedure performed on (B)(6) 2021. During sphincterotomy procedure, the cutting wire of the jagtome rx 44 broke. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire anchor was dislodged from its distal pierced hole. The device was observed under magnification and the working length was torn from the distal pierced hole. The anchor was kinked, and the cutting wire blackened. No other problems with the device were noted. The reported event of cutting wire break was not confirmed; however, upon analysis, it was found that the cutting wire anchor was blackened and dislodged from the distal pierced hole. The cutting wire being blackened indicates that the device was energized. It was also found that the working length was torn at the pierced hole. This condition could have been generated by submitting the cutting wire to tension or energization during the handle actuation. Also, bowing the device without being completely out of the scope can cause the working length to tear and the wire anchor to dislodge. Additionally, it was observed that the anchor was kinked. This could have been due to the interaction with the scope when the physician was removing the device. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.